Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported: "during the anaesthesia of an 18-year-old male patient in operation north 2, the department of anaesthesia & surgery north, aarhus university hospital, a loud whining noise suddenly emanated from the anaesthesia machine, and the entire screen went black. The fault lasted approx. 3 seconds and recurred twice during the anaesthesia. After the two episodes, the screen returned to normal display, although some of the figures appeared light grey. The machine then displayed a message stating "flow sensor calibration required". The device had previously been tested and used on several patients without any problems. During the periods of malfunction, the anaesthesia system¿s function was temporarily unavailable, which could potentially have resulted in a failure to detect changes in the patient¿s condition or in the composition of the anaesthetic gas. Consequences were avoided because action was taken.".